Event description:
Customer reported that a patient sample with a negative antibody screen was later confirmed to be positive for anti-jka and anti-c by the solid phase methodology at another facility. The patient was transferred to another facility due to the severity of the diagnosis (brain bleed) where testing was performed on a new drawn sample. Antibody screen was now positive and an anti-jka and anti-c was identified by solid phase and by the traditional tube method using peg as an enhancement. No transfusions of any blood products were transfused to the patient in question by the reporting facility. Customer reports once this information was obtained, the sample was repeated on the provue and again the antibody screen was negative. Customer repeated the testing by the manual gel method using vss439 and their new lot, vss442. Testing with both lots by the manual gel method with 15min incubation both yielded negative results. Cts verified that no discrepancies were noted with any qc to the listed ocd products. All reagent red cells and gel cards have normal appearance and have been stored appropriately at 2-8c.

Manufacturer narrative:
Ocd performed retained testing and batch record review. Satisfactory results were observed. (B)(4).